Manufacturer narrative:
Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on july 15, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric varices during a gastric varicose vein procedure to treat varicosity performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was reported that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 15, 2024: the speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure (evl).

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands still attached. The ligator housing teeth were damaged. Additionally, the handle did not have evidence that the trip wire was secured into the handle slot, the trip wire was broken and the section with the loop was not returned. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing still had seven bands still attached, the ligator housing teeth were damaged, the handle did not have evidence that the trip wire was secured, the trip wire was broken, and the section with the loop was not returned. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This device was also used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the gastric varices; however, per the speedband superview super 7 multiple band ligator IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction." Although the returned component had broken trip wire, since the trip wire was not reported, it is most likely that the trip wire was broken when the device was taken out of the scope. Therefore, this condition won't be considered a failure mode. The condition of unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when deploying the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric varices during a gastric varicose vein procedure to treat varicosity performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was reported that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 15, 2024: the speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure (evl).

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric varices during a gastric varicose vein procedure to treat varicosity performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was reported that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the gastric varices; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.